Manufacturer narrative:
Model number/catalog number: sc-8336-50; serial number:(B)(4); batch/lot number: 7002227; model/catalog description: coveredge 32 surgical lead kit 50 cm.

Event description:
A report was received that the patients was experiencing post-op pain in her left and groin which described as sharp and shooting. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1160 (sn: (B)(4)). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patients was experiencing post-op pain in her left and groin which described as sharp and shooting. The patient underwent an explant procedure.